Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the hardware rusted, the left side busted right off post and the recline actuator broke.